Event description:
Report alleges pt developed encapsulation within one year despite "vite" and massage. Pt denies history of trauma and decrease in size but complain of development of "cfids" diagnosed with epsein-barr virus. Complicating the many symptoms common to "cfids" was the fact that the pt underwent left hip disarticulation injury and wears a prosthesis and ambulates crutches which can contribute to arthralgias, but notes an increse in symptoms since "rf" and increased "esr" found at that time. Clinically does not fit criteria for "ra". The pt has arthralgias (morning stiffness), myalgias, dysesthesias/paresthesias, spasms, swelling, chronic fatigue, sleep disturbance, adenopathy, sore throats, low grade fevers, recurrent infection, night sweats, headaches, tmj problems, visual disturbances, dizzy spells, memory loss, dry mucus membranes, hair loss, rashes, sensitivity to sun/cold/chemicals, shortness of breath, chest pain (no cardiac work-up), costochondritis, hypertension, weight gain, gastrointestinal/genitourinary disturbances, easy brusing and menstral problems.